Event description:
Customer reported the system displays an artifact in the images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the image intensifier. System operates as intended.